Event description:
After power outage the washer was having problems with the sequence of the working programs. Service staff proceed with a cold start, during the test program and after using the fast step function to pass the final rinse phase and a few seconds into drying, it was noticed that the water heating element was still active and had a bright red color due to high temp. The power supply was immediately cut-off, fire inside washer was reported. An extinguisher was used to put out the fire. No injuries reported. No other detail of the report is available.

Manufacturer narrative:
Due to an incident resulting in MDR# 9616031-2013-00001, a retrospective review of similar complaints identified this incident having occurred with no MDR submitted. Device was evaluated remotely (not returned to MFR) via investigation reports and photos from (B)(6). It was concluded that the overheat protection system failed/delayed response to an overheat condition. A voluntary device correction of getinge model 46 washer disinfectors was reported to us FDA on jul 26, 2013 (recall no. Not yet assigned). This correction was initiated to address two conditions: a potential trigger for overheating; (root cause) - inadequate overheat protection system component. A component (shunt trip) selected for the overheat protection system does not meet the required parameters (control voltage) where/when overheating occurs. The correction entails: inspecting the setting of a software function that can be utilized during servicing of a unit to skip wash phases. This is a password protected function but if left in the enabled state, a user can inadvertently activate the heating element with no water in the chamber. The device correction action includes inspection this function is not enabled; and the installation of a newer design of overheat protection system that utilizes a heating element with integral thermal fuses that meet the required overheat parameters. Recall number not yet assigned.